Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 3.0x38 mm esprit btk scaffold was implanted across the left, distal tibio-peroneal trunk and proximal peroneal arteries. The patient was seen in the clinic for a wound care follow-up on (B)(6) 2025. An ulcer at the left first toe progressed to gangrene at the toe tip. Arterial duplex scan of the left lower limb showed early re-occlusion of left peroneal artery with pre-existing chronic occlusion of left anterior and posterior tibial arteries. The patient was re-admitted to the hospital for a surgical bypass procedure. Angiogram, performed on (B)(6) 2026, showed distal occlusion with insufficient collaterals to support surgical bypass; therefore, the planned surgical intervention was not completed. The patient was discharged on (B)(6) 2026. No further intervention was performed during this hospitalization. The patient will follow-up with the clinic next week for further treatment options. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that on 03/27/2026 the patient underwent a limb salvage procedure on the left limb using the great saphenous vein to bypass the occlusion in the popliteal artery. The patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated as additional information was received.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
N/a.